Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient suffered a car accident and decided to go to the hospital two weeks later as she was feeling uncomfortable. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and the shock impedance measurement was found to be out-of-range of over 400 ohms. It was indicated that this issue was related to an electrode fracture likely caused by the car accident. The patient was admitted to the hospital where the s-ICD system was turned off and subsequently, both the s-ICD and this implantable electrode were explanted and replaced. The electrode was found dislodged once the s-ICD pocket was opened. However, no obvious signs of fracture were noticed. This implantable electrode is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. B5 (describe event or problem) field was updated and h6 (patient codes) field was corrected, "e2311 - discomfort" code was corrected to "e2403 - no clinical signs, symptoms or conditions" as the discomfort sensation was unlikely caused by the high shock impedance allegation.

Event description:
It was reported that this patient suffered a car accident and stayed in the hospital for two weeks as she was feeling uncomfortable. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and the shock impedance measurement was found to be out-of-range of over 400 ohms. It was indicated that this issue was related to an electrode fracture likely caused by the car accident. The patient was admitted to the hospital where the s-ICD system was turned off and subsequently, both the s-ICD and this implantable electrode were explanted and replaced. The electrode was found dislodged once the s-ICD pocket was opened. However, no obvious signs of fracture were noticed. This implantable electrode is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. B5 (describe event or problem) field was updated and h6 (patient codes) field was corrected, "e2311 - discomfort" code was corrected to "e2403 - no clinical signs, symptoms or conditions" as the discomfort sensation was unlikely caused by the high shock impedance allegation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. This product was returned to boston scientific post market quality assurance intact, not severed. Visual inspection revealed a bubble with a benign crack in the polycin vorite notch area next to the sense b electrode. However, the crack did not extend into insulation. Testing was completed to assess electrical performance and inner insulation integrity of the electrode. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient suffered a car accident and stayed in the hospital for two weeks as she was feeling uncomfortable. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was evaluated, and the shock impedance measurement was found to be out-of-range of over 400 ohms. It was indicated that this issue was related to an electrode fracture likely caused by the car accident. The patient was admitted to the hospital where the s-ICD system was turned off and subsequently, both the s-ICD and this implantable electrode were explanted and replaced. The electrode was found dislodged once the s-ICD pocket was opened. However, no obvious signs of fracture were noticed. This implantable electrode was returned for analysis and no adverse patient effects were reported.